Event description:
It was reported that during colonoscopy, the probes of the subject device became separated. The surgeon found one of the two probes in the patient's abdominal cavity and was recovered. The duration of the procedure was extended without further anesthetic required. The procedure was completed with another device. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updates to d4, d9, h3, h6 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 16,44 mm from its distal end, and contact marks were observed on the probe. The broken probe tip was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely one of the following mechanisms may have led to the malfunction: 1. Because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. 2. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. 3. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. 4. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. 5. Since the probe was output with cracks, the error could not be canceled and it was determined that output could not be performed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. As the serial number was unknown and the device was not returned, a definitive root cause could not be identified. Based on the results of the investigation, the probable cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h7, h9.

Event description:
No additional information was received from the customer.